Event description:
Boston scientific received information that high pacing threshold measurements were observed this right ventricular (rv) lead at the post operative device check. A chest x-ray confirmed this lead had dislodged. The patient reported sleeping on his side and raising his arm above his head while in a reclining chair. The patient reported feeling the same as he did before the device was implanted. A revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.